Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Customer was unable to provide release date, however customer indicated the issue was resolved and no permanent damage was sustained. Pump data review by tandem technical support confirmed the pump was functioning as intended.